Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely. This device was replaced. No further adverse patient effects were reported.